Event description:
Clinic notes dated (B)(6) 2014 note that the patient has no new seizure activity, but that the patient experienced an increase in seizures at her last visit. It was noted that the device was interrogated and battery life showed approximately 3/4 full. It was noted that there was no new seizure activity after an increased dose of onfi at the previous visit. Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures since her last visit. It was noted that the patient experienced seizures on (B)(6) 2014. It was reported that the seizures lasted between 10 and 90 seconds. It was noted that there have been no changes in her health or sleep habits and that the vns magnet is used to help decrease seizure activity. Further follow-up revealed that the patient experienced the increase in seizures after being seizure free for some time. The physician reported that there were no external contributing factors and they believe that the generator battery may be getting low even though interrogation shows 3/4 battery life remaining. The physician reported that the patient is currently experiencing approximately five seizures per months, but that the pre-vns baseline frequency is unknown. It was reported that when the patient began being followed by this physician after vns implant, the patient was experiencing approximately 2-4 seizures per month. The patient has been referred for generator replacement. The patient is compliant with medications. Surgical intervention has not been performed to date.

Event description:
It was reported that the patient underwent generator replacement due to battery depletion. The explanting surgeon discarded the explanted generator; therefore product analysis cannot be performed.